Event description:
It was reported that the ventilator generated a technical error code indicating a power error. There was no patient harm. Manufacturer ref.#: (B)(4).

Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated a technical error code indicating a power error. There was no patient harm. The field service engineer confirmed the reported error code indicating a power error in the device logs, but also found the error code for an open safety valve. He could not reproduce the fault but the safety valve test failed during pre-use check. After replacing the safety valve pull magnet, expiratory channel printed circuit board (pcb) and monitor pcb according to recommendations in the service manual, the safety valve test passed. The ventilator was cleared for clinical use after passed functional tests. No part was returned for investigation. No further issues have been reported. The evaluation of received device logs confirms a single occurrence of the reported technical error codes on the reported date of event (B)(6) 2020 at ventilation start, but also on (B)(6) 2019, which indicates an intermittent behavior. The reported date of event will not be updated. A pre-use check passed one day before the date of event. See the device log summary below. A failure for example related to the pull magnet supply circuit can lead to stop of ventilation if the safety valve is not in its predetermined state. Appearance of this failure will be notified to the user by generated high priority alarms and the generated technical error codes. If the fault is present it will be detected during pre-use check. The conclusion is that the field service engineer replaced the safety valve pull magnet, expiratory channel pcb and monitor pcb which resolved the problem. As no part was returned for investigation, the root cause could not be determined.